Event description:
It was reported that a mattress slid off the litter during a procedure. There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not been provided yet.

Manufacturer narrative:
The investigation is complete. The model number and serial number were unable to be obtained.

Event description:
It was reported that a mattress slid off the litter during a procedure. There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported.